Event description:
It was reported that during a low anterior resection, the device cut but did not fully staple. A device of a different product code was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/15/2008. Information anticipated, but unavailable at this time.